Event description:
Patient has numerous non-sustained tachycardia and vf episodes on hm related to what appears to be lead noise. Lead statistics appear to be in range. Patient has had two shocks started and aborted. Patient to be evaluated in clinic. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were informed that this lead was explanted and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.